Event description:
There was no alarm at the central station or monitor for 30 minutes. The customer reported that they noticed the patient had a problem at the time the external ventilation equipment alarmed for a pressure alarm.

Manufacturer narrative:
There was no alarm at the central station or monitor for 30 minutes. The customer reported that they noticed the patient had a problem at the time the external ventilation equipment alarmed for a pressure alarm. Philips is in the process of obtaining additional information regarding this issue, and the complaint is still under investigation. A final report will be submitted once the investigation is completed.